Event description:
It was reported that during the surgery, could not fire without motor sound on the 1st firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch (B)(4). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one (B)(6) device was returned with no apparent damage and with no reload present. During the visual inspection, when the bailout door was removed the part that pressed the actuator switch for the internal circuit on the bailout door was damaged. The device was tested for functionality with a test battery in the straight position with a test reload and a test bailout door. It achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to how the bailout door became damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number (B)(4), and no non-conformances were identified.